Manufacturer narrative:
The reported events of "lead noise and low r- waves" were confirmed. Final analysis found a partial lead was returned in two pieces, connector portion measuring 18.3 cm and distal portion 45.9 cm respectively. An internal insulation breaching the ring electrode cable lumen was noted at 6.4 cm to 6.5 cm from the distal end underneath the right ventricular shock coil. One ring electrode etfe cable coating was found to be abraded while the other ring electrode was intact in this region. The cause of the reported events was isolated to the ring electrode etfe cable coating being abraded under the right ventricular shock coil.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited noise. There were also some low r waves. Lead extraction was discussed, but not performed. The patient was stable.

Event description:
New information received noted that the patient was stable post explant.